Event description:
It was reported that the patient presented to the clinic with fatigue and shortness of breath. Upon device interrogation, the right ventricular (rv) lead was found to be intermittently capturing. The rv lead was subsequently explanted and replaced. The patient was stable.